Event description:
It was reported that the biomed had an arctic sun device that was getting low flow alert 02, the system had a failed circulation pump and since it has 5103 hours and sending for 2k preventive maintenance information. Customer responded via email on 12feb2025. Customer reported that they are still trying to decide if they would order parts or replace the device. There was no patient involvement at the time of the malfunction.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. The system had a failed circulation pump and since it has 5103 hours and sending for 2k preventive maintenance information. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that was getting low flow alert 02, the system had a failed circulation pump and since it has 5103 hours and sending for 2k preventive maintenance information.